Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose level was 17 mmol/l at the time of the incident. It was reported that when the battery was removed, insert battery now was not displayed. The battery cap and compartment were neither damaged nor corroded. It was also reported that insulin pump was neither dropped nor exposed to moisture. Insertion of a new battery did not resolve the blank display. It was indicated that the customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.